Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump had emitted multiple loss of prime warnings. Troubleshooting indicated that the cartridge was being used per instructions for use. The patient reportedly had not tried changing the cartridge to resolve the issue. The patient reportedly primed while attached in response to the loss of prime warnings and received 1.0 unit of additional unintended insulin. There was no reported adverse event associated with this issue. This complaint is being reported based on the allegation that the pump emitted loss of prime warnings due to a non-specific issue with a cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.